Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: anterior cervical discectomy pre-operative diagnosis: cervical spine instability it was reported that intra-op, implant broke during the implantation. The product came in contact with the patient. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product analysis: visual review confirmed the implant is broken at the base of the vertebral spacer portion of the implant, with asymmetrical deformation at the top and bottom of the face of the implant, consistent with significant impaction forces during attempted implantation. Microscopic examination of the fracture identified a fairly brittle fracture surface, with rays emanating from the origin of crack propagation. The above observations are consistent with overload during attempted insertion of the implant. If information is provided in the future, a supplemental report will be issued.